Event description:
Caller states that the patient tested 4.6 inr and 7.2 inr during duplicate testing. The patient's coumadin was reportedly held until the next day, however, no adverse event reported. Requested return of suspect device and replacement was sent.